Event description:
It was reported that post implant, lead impedance measured less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found damage to the proximal insulation, distal insulation and proximal coil at 14.5 cm from the connector end, due to the suture sleeve being tied down too tightly at implant. The lead is intermittently shorted at 42.1 ohms. This would account for the low impedance encountered in the field.